Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements and noise at follow-up. Review of measurements noted the issue had persisted intermittently for several months prior to the patient's presentation; r-wave amplitude was also noted to fluctuate over that same period. The observed noise was reproducible with manipulation and had previously resulted in several instances of inappropriate anti-tachycardia pacing (atp) therapy. Suspecting lead fracture and insulation damage, the patient's device was subsequently reprogrammed with tachycardia therapy off and they were hospitalized pending rv lead revision. A revision procedure was later performed during which the lead could not be extracted. The lead was surgically abandoned and replaced in addition to the device being exchanged. During the revision, lead measurements were obtained via pacing system analyzer (psa) confirming the previously observed low pace impedances. The patient is not pacemaker dependent and no adverse patient effects were reported. The device is expected to be returned for analysis.